Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke and failure to thrive. Whether the outcome was device or therapy related was not provided.

Event description:
It was reported that the patient was reportedly dizzy and fell in the bathroom. The patient sustained trauma to the head. The patient was on aspirin and coumadin at the time of the event. After the fall, the patient had right-sided weakness. The patient was monitored in intensive care and had their anticoagulation medication withheld. The stroke team indicated no surgical intervention was needed. The patient was unable to tolerate heart failure medication and had failure to thrive, requiring acute inpatient rehab. Although the patient passed away, their death was not considered device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account indicated that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.